Event description:
It was reported that the patient presented to the emergency room when the lead integrity alert (lia) triggered. There was high impedance and oversensing non-sustained ventricular tachycardia episodes on the right ventricular (rv) lead, causing inhibition of pacing and loss of rv capture. Fracture was suspected. Detections were deactivated and the lead was subsequently partially explanted and replaced. It was noted that the patient was enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant products: d224trk implantable cardioverter defibrillator (ICD) (B)(6) 2010; 5076 implantable pacing lead (B)(6) 2005; 4194 implantable tachy lead (B)(6) 2006. (B

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, there was a lead impedance out of range alert, the criteria for the right ventricular lead integrity alert were met, and there was oversensing due to non-physiologic signals/sic (sensing integrity counter). Twelve non-sustained tachycardia (nst) episodes of less than 220 milliseconds v-v cycle are recorded on (B)(6) 2013. One hundred eighty ventricular sic episodes occurred since implant. The lead integrity alert (lia) triggered on (B)(6) 2013 due to meeting the conditions for nst and v-sic. An out of tolerance subthreshold lead impedance alert was recorded on (B)(6) 2013. Maximum ventricular pace impedance rises from an approximate baseline of 450 ohm to greater than 4000 ohms the week ending (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.